Manufacturer narrative:
On october 24, 2023, the mentor failure analysis lab received the device for evaluation. In addition, the correct date of explantation was also provided: (B)(6) 2023. On november 6, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the gel implant was found to have a tear on the posterior view of the outer shell within an area of shell abrasion, measuring approximately 2 cm. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Section h 6. Health effect - clinical code: e2004 added since the patient tripped and fell prior to the rupture.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced bilateral breast implant ruptures postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number 3504004bc; serial number (B)(6) on the left side, and with catalog number 3503501bc; serial number (B)(6) on the right side on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.